Event description:
It was reported that, during preparation for a lithotripsy and for the nineth use of this fiber, black spots were found on the end face of the fiber. The procedure was completed with another of same device. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece with no defects observed along the fiber body. Visual inspection identified the fiber tip as degraded. The connector exhibited burn marks on its face and an internal connector fracture was observed. Additionally, the aiming beam light was noted to be dim and distorted. Review of device usage indicated that zero treatments were used, with ten treatments remaining. Based on the analysis findings, the reported complaint of black spots on the fiber is confirmed. The internal connector fracture with associated burn marks is likely what was observed by the customer. Fractures within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This condition can result in insufficient aiming beam intensity or low laser energy output, up to a complete inability for the fiber to fire. The interaction between the console and the fractured connector likely led to localized overheating, resulting in the burn marks observed on the connector face. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser.